Event description:
Information was received on 07/21/2015 that the patient's generator was replaced that day prophylactically due to ifi yes. The generator was returned to the manufacturer for analysis. Product analysis was completed for the generator on 08/11/2015. The battery shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient has experienced an increase in seizures. It was noted that the generator was interrogated and showed ifi - yes. The patient was referred for surgery. It is unknown whether the increase was above the patient's pre-vns baseline frequency. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.